Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 500mcg/ml at 65 mcg/day via an implantable pump. On (B)(6) 2020 it was reported that there were no device concerns, however an infection post implant resulted in the pump being explanted. There were no environmental, external or patient factors that may have led or contributed to the issue and no diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue was the physician stated that they tried antibiotics and ultimately decided that explant was needed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.